Event description:
Detection of a fissuration in one of two way of central venous catheter when connecting the infusion of hydration. The device should be removed ((B) (6) 2009).

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.